Event description:
The laser system stops to work after moving it during a treatment. The 32 a fuse on the backside of the unit tripped. Also the fuse of the electrical hospital installation. We are unaware about patient injury.

Manufacturer narrative:
The reason for this issue is the transformer at the bottom of the unit. The mounting screw loosen and so the transformer could move. There are screws from the ventilation shaft witch destroys the isolation of the transformer. So there is a connection from transformer to metal (ground). That is the reason why the fuses break. We are unaware about patient injury.